Event description:
It was reported that the device gave a system error 133.6080. Unit came back from repair on (B)(6) 2020 for hard failure. There was no reported patient involvement. No further information is available.

Manufacturer narrative:
Added d4 (serial number): (B)(6) and (UDI #): (B)(4).

Event description:
It was reported that the device gave a system error 133.6080. Unit came back from repair july 2020 for hard failure. There was no reported patient involvement. No further information is available.

Manufacturer narrative:
Added h4 (mfg date) h3 other text : additional information.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device gave a system error. There was no reported patient involvement.